Event description:
It was reported that during a da vinci gastrectomy procedure, a endowrist one vessel sealer instrument stopped sealing and was cutting only. The physician switched to a hand held powered energy instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. Visual inspection showed that the blade was in the garage with some bio debris on the grip tips. There was no damage to the blade or conductor wire. The snake wrist was intact with no damage. The instrument was placed on an inhouse is 3000 system. Cut test, sealing, and self check all passed. Remotefe data shows 31 complete cuts with no failed cut attempts. The sealing function was used 5 times after the last cut before vessel sealer was no longer used in the procedure. No other damage was found. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Based on the information provided, this complaint is being reported due to the following conclusion: 'vessel sealer was unable to seal.' The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.